Manufacturer narrative:
The pushwire of the device is expected to be returned for analysis but has yet not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure of an unruptured right superior cerebellar aneurysm, when the coil was deployed in the aneurysm, it was realized that the coil was longer than expected. The microcatheter was alleged to have kick back. It was decided to withdrawal the axium 2.5-4 but the previously implanted coils also moved. Therefore, the coil was detached/ broken and delivered into the aneurysm by pushing it with the unknown microcatheter. There was no resistance felt when the coil was advanced or retrieved. No patient injury occurred. The aneurysm was saccular with a max diameter of 2.5mm and a neck of 2mm. The anatomy was minimal in tortuosity and blood flow was normal. The device and the accessory devices were prepared as indicated in the instructions for use (IFU). The pushwire was not bent or broken. The coil was repositioned 2 times. The coil was attempted to be detached once with instant detached and once with via manual detachment. It is unknown it the pushwire was rotate during the delivery. Continuous flush was administered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed regarding ¿non-detachment¿ but could not be confirmed regarding ¿premature detachment¿. As received found that the implant coil appeared to be damaged, stretched with the polypropylene filament intact but still attached to the pushwire within introducer sheath. The instant detacher was not returned as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at the proximal end. There was an appearance of dried blood and / or contrast on the distal tip of the pushwire and at the coil shell. During testing an in-house instant detacher was used in attempt to detach the implant coil from its pushwire but implant coil failed to detach after 3 attempts. Furthermore, the pushwire was intentionally broken distal to the break indicator at the manual detachment location (via hypotube). Resistance was encountered during pulling back on the release wire. The distal end of the pushwire (detachment zone) was cleaned with cleaning solution. Following the cleaning of the detachment zone, the release wire was completely pulled out from the pushwire without difficulty, and the implant coil detached as intended. The inner diameter of the lumen stop showed evidence of the coin jammed at the lumen stop. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis and reported information, it is likely that the intact twr crimps led to the failure of the release wire to pull back and subsequently led to the failure of the implant coil to detach from the pushwire. It is possible that the coin was jammed at the lumen stop restricting the release wire from pulling back and led to the failure of the instant detacher to break the twr crimps. In regard to the failure to detach by the manual method of detachment, the cause could not be determined as the pushwire was found to be intact at the manual detachment location. It is possible that the coin was jammed against the lumen stop, or dried contrast and / or blood at the detachment zone led to the failure of the axium prime implant coil detachment. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warning: ¿do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration.¿ if information is provided in the future, a supplemental report will be issued.